Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of the photos was performed and the issue of foreign matter was observed on the tray. There is a substance in the well of the shelf pack tray. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine a root cause for the customer¿s failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event affected 6 tubes. The following information was provided by the initial reporter. The customer stated: "rubber-like dirt was adhering to several unused tubes."